Event description:
It was reported that a flogard infusion pump did not function. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection and alarm log review were performed. Visual inspection revealed a damaged power supply, confirming the reported condition. The cause of the damaged power supply was not determined. To correct the condition, the power supply, ac transformer, and ac inlet were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.